Event description:
The facility reported an automix 3+3/as compounder which reportedly had an intermittent keypad problem. Reportedly the keypad would not respond to key presses and when it did respond, the press responses were incorrect. This condition occurred during programming in the pharmacy. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Baxter service center (bsc) received the device and performed visual inspection and functional testing. The customer reported intermittent keypad problem was confirmed and reproduced during device evaluation. This condition was caused by defective key numbers 2 and 5. The keypad membrane was replaced to correct the reported condition. The device was refurbished per procedure; bsc ensured that the unit met the required performance specification and criteria for functionality and release. This issue is being investigated through corrective and preventative action (CAPA).

Manufacturer narrative:
(B)(4). Evaluation summary: initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). Additional narrative: this device is class ii exempt from having a 510(k) number. Its additional 510(k) number is k955622. The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.